Event description:
Trunion failure after 7 years of surgery. The stem and head are disassociated and there is corrosion the surgeon wants to go for revision surgery.

Manufacturer narrative:
An event regarding disassociation and corrosion involving an accolade tmzf stem was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 11 nov 2019. This inspection indicated: the posterior, anterior, inferior, and superior surfaces of the stem are shown. Damage consistent with the loss of taper lock was observed on the stem neck and trunnion. Biological material was observed on the coating of the stem. Debris was observed on the anterior surface of the stem trunnion; further analysis on the stem and debris was performed using a scanning electron microscope (sem). Dimensional & functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis a material analysis has been performed. The report concluded: damage consistent with loss of taper lock was observed on the neck and trunnion of the stem. Damage was observed on the taper of the head consistent with interaction with the stem trunnion. Damage consistent with contact against the stem following loss of taper lock was observed on the distal surface of the head. Eds and xrf showed that the stem and head base material were consistent with their respective drawings. Eds showed that the debris on the stem was consistent with biological material, an oxide, a corrosion product and material transfer from the head. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records by a clinical consultant concluded: ¿x-ray printouts available for review include a series dated (B)(6) 2018, which is an ap of the pelvis, demonstrating an uncemented left total hip arthroplasty. The stem and acetabular shell are in nominal position. The stem trunnion has disassociated from the head, which remains reduced in the acetabulum. The tip of the stem is not visualized on this film. X-rays dated (B)(6) 2018 are two aps of the left hip, which are unchanged except the entire stem is now visualized and in nominal position." ¿no clinical or past medical history and no early post-operative or serial x-rays are available for review. There is no indication of revision surgery having been performed or an operative report of the findings if such a procedure was undertaken. No examination of explanted components is available. Other than confirmation of the event description based upon the x-ray printouts, no determination can be made regarding the cause of this clinical event.¿ product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the reported event for stem and head disassociation and corrosion was confirmed through the medical review & mar, however the root cause was not determined. The exact cause of the event could not be determined because insufficient information was provided. Additional information including clinical or past medical history and early post-operative or serial x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Manufacturer narrative:
An event regarding disassociation and corrosion involving an accolade tmzf stem was reported. The event for corrosion was not confirmed and the event for disassociation was confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant concluded: ¿x-ray printouts available for review include a series dated (B)(6) 2018, which is an ap of the pelvis, demonstrating an uncemented left total hip arthroplasty. The stem and acetabular shell are in nominal position. The stem trunnion has disassociated from the head, which remains reduced in the acetabulum. The tip of the stem is not visualized on this film. X-rays dated (B)(6) 2018 are two aps of the left hip, which are unchanged except the entire stem is now visualized and in nominal position.¿ [¿] ¿no clinical or past medical history and no early post-operative or serial x-rays are available for review. There is no indication of revision surgery having been performed or an operative report of the findings if such a procedure was undertaken. No examination of explanted components is available. Other than confirmation of the event description based upon the x-ray printouts, no determination can be made regarding the cause of this clinical event.¿ product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the reported event for stem and head disassociation was confirmed through the medical review. The event for corrosion or the root cause for disassociation could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
"Trunion" failure after 7 years of surgery. The stem and head are disassociated and there is corrosion the surgeon wants to go for revision surgery.